Event description:
A customer rec'd unexpected negative reactions with cells #iii and #IV of capture-r ready screen (4), lot k104, when testing a sample known to contain anti-fya. When the sample was tested with a gel method, it was positive for anti-fya. When the sample was tested using capture-r ready-ID, it was reactive (3+) with all fya positive cells. The customer also reported anti-d was missed on some samples. Those samples were tested in another system (bio-vue) and positive reactions were observed.

Manufacturer narrative:
The presence of the fya and d antigens were confirmed on retention capture-r ready-screen (4), lot k105. The samples were not returned for investigation testing. It is not possible to rule out that the event was due to the nature of the samples.